Event description:
Boston scientific crm received information that this internal cardiac defibrillator had declared the elective replacement indicator after four years implant duration. Premature battery depletion was suspected. In addition, the device was included in the shortened replacement window (4/05/2007), avt latching population (6/17/2005), and mid-life display of replacement indicators field advisories. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.